Event description:
The customer returned the ultrasonic gastrovideoscope to the service center for a separate issue. During the device analysis, the service repair technician identified that the device had sharp scratches on probe unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of sharp scratches on probe unit was traced to a component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. This MDR was submitted during the system outage from july 22, 2026 to july 27, 2026 which may result in a delay of receipt of all of the acknowledgements.